Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) reservoir due to holes in the reservoir. A patient outcome of stable was reported.

Manufacturer narrative:
Related components: pump, model- 72404310, lot sn- (B)(6) ; cylinder model- 72404273 lot sn- (B)(6); cylinder, model- 72404273, lot sn- (B)(6). The ams 700 flat reservoir was visually inspected and functionally tested. Leak was identified in reservoir shell. Hole was present in reservoir shell attributed to fatigue and wear at the corner of a fold. The ams700 ipp cylinder was visually inspected and functionally tested; no leaks were found. The cylinder performed within specification. The ams700 ipp cylinder was visually inspected and functionally tested. Cylinder has folds that indicate possible buckling of the cylinders; no leak was found. The ams 700 momentary squeeze (ms) pump was visually inspected. The tubing was identified to be cut down to the pump strain relief krt (cylinder) junction; no leaks were found. The pump was functionally tested and failed deflation and inflation test. Product analysis confirmed the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) reservoir due to holes in the reservoir. A patient outcome of stable was reported.